Event description:
It was reported to boston scientific corporation that a jagwire guidewire device was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2006 (male patient; age and weight are unknown). According to the complainant, during preparation for the procedure, the nurse noticed that there was a kink 1 cm behind the tip of the guidewire. The decided not to use the product. They opened a new package and this jagwire was okay. The procedure was able to be completed with that device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Visual inspection shows the 5 cm of pebax present ; only a small section the tip (bumper) was missing. A kink was found at tip. The core wire is not fractured. The tip bumper protects the core wire and doesn't include the core wire; only pebax. The exact root cause and/or circumstances under which the kinks/bends occur cannot be determined based on the return product analysis. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.